Manufacturer narrative:
The device was not return for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient's device has been explanted. The patient was hospitalized with sepsis and was given IV antibiotics. Follow up report indicated that the patient is recovering well in a rehabilitation facility.